Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. It was documented in the initial medwatch that the date of manufacture was unknown. The date is oct 15, 2013. The unique identifier( UDI) has been updated accordingly. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The device date of manufacture is unknown; therefore, UDI: (B)(4). The manufacturing location is unknown. Device manufacture date is unknown. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. Service history record review result was relevant to the current complaint and/or service process findings. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger on the compact air drive device was blocked, jammed and heavy moving. It was further determined that the device failed pretest for check triggers for forward and reverse mode. It was noted in the service order that the device was not working and being used with a power drive device and a double air hose device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.